Event description:
A pt was admitted to this facility for elective colonoscopy. The pt's medical history included a family history of polyposis and a previous history of personal polyps. The colonoscope was passed easily to the cecum. No lesions were noted in the cecum, ascending colon, hepatic flexure, transverse colon, splenic flexure, descending colon, sigmoid rectum or anus. Upon withdrawing the colonoscope, at approx 35 cm in the sigmoid colon, there was noted to be fat in the lumen and the pt's abdomen became firmly distended. Vital signs, however, remained stable. A flat-plate abdominal x-ray, ordered immediately, revealed free air under the diaphragm, consistent with perforation. A surgical consult was requested and the pt was prepared for surgery. Serosal tearing at the rectosigmoid junction with transection of the colon distal to this area was found during exploratory laparotomy and left colon resection with primary anastomsis and lysis of adhesions was performed under general anesthesia. It was noted that although the colon did not have any strictures, it appeared to be very narrowed. The pt tolerated the procedure well and was transferred in stable condition to the recovery room. After initial recovery, pt was transferred in good condition to a bed in the cardiac care unit for four (4) days and then to a bed in a medical/surgical unit for the remainder of the inpatient hospitalization before discharge to a sub-acute unit for rehabilitation. Discussions with the gastroenterologist and the assisting nurse revealed that there had been no problem with any of the equipment used during the procedure. The procedure had been essentially uneventful until the colonoscope was being withdrawn. It is believed that because the wall in the area of the rectosigmoid was extremely thin, the colon was perforated as the physician was maneuvering the scope around the flexure area. Additionally, no defects in any of the equipment used were identified by the hospital's biomedical engineering dept.